Manufacturer narrative:
(B)(4). On (B)(6) 2018 arjo has become aware of event involving maxi move passive floor lift and slings, which occurred at (B)(6) located in (B)(6), USA. It was reported that during resident's transfer from a bed to a wheelchair, the left shoulder sling clip become detached from the hanger bar. As a consequence, the resident slip out of sling and fell on the left front side of the wheelchair. There was no injury reported. After the event the device was inspected by arjo representative. The lift evaluation showed that the device was in good working condition, no malfunction was detected. The sling visual inspection showed that sling clips were not damaged, sling had a small hole and loose stitching at the stiffeners. These detected sling failures did not contribute or lead to event occurrence. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are few factors identified that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. Taking into account all facts and information collected in a course of this investigation, we can state that two factors might contributed to patients slip out of sling. Firstly, it was reported that sling clip become loose from spreader bar during transfer. Secondly, we can confirmed that the facility used inappropriate size of the sling. The sling of m size was proper to be used with (B)(6) kg patient, the resident weight was (B)(6) kg. According to passive clip slings instructions for use (IFU, 04.sc.00-int rev. 2, october 2014) the right type and size of sling should be used after proper assessment of resident's size, condition and the type of lifting situation: "warning: to avoid injury always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." "Warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during lifting process." The maxi move IFU (001.25060 rev. 12, december 2015) clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. It also indicates: "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Based on product knowledge and review of similar situations that took place in the past ,the resident's slip out of sling is only likely to occur when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, arjohuntleigh maxi move lift was used for resident's transfer when the patient slipped out of the sling and fell. There was no technical failure with the lift or the sling which might have contributed to the event. The complaint was decided to be reportable due to potential of serious injury upon reoccurrence.

Event description:
On (B)(6) 2018 arjo has become aware of event involving maxi move passive floor lift and slings, which occurred at (B)(6) located in (B)(6), USA. It was reported that during resident's transfer from a bed to a wheelchair, the left shoulder sling clip become detached from the hanger bar. As a consequence, the resident slip out of sling and fell on the left front side of the wheelchair. There was no injury reported. After the event the device was inspected by arjo representative. The lift evaluation showed that the device was in good working condition, no malfunction was detected. The sling visual inspection showed that sling clips were not damaged, sling had a small hole and loose stitching at the stiffeners.